Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.na

Event description:
This is filed to report the steerable guide catheter leak. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation with an mr grade of 4. The steerable guide catheter (sgc) was advanced, however after removing the dilator, the sgc lost column. Aspiration was performed, and again the sgc did not hold column. No air entered the patient. The sgc was removed and was replaced. One clip was implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. All available information was investigated, and the reported issue of leak (loss of fluid column) was not confirmed via returned device analysis. The test was performed three times and no loss of fluid column was observed all three times. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All the information was investigated and the definitive cause for the reported leak could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.